Manufacturer narrative:
Concomitant medical products: 5524m-53 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven-and-a-half months post generator upgrade the implantable cardioverter defibrillator (ICD) s ystem was removed due to infection. The system was replaced two days later. No further patient complications have been reported as a result of this event.